Event description:
It was reported the pt was not able to adjust stimulation. The pt was reprogrammed. The pt continued to have problems, return of pain. The pt had surgery; the neurostimulator and extensions were replaced. The status lights on the pt programmer were assessed. The switch position on the pt programmer was assessed. The pt programmer was not replaced. Additional info was requested and received from the hcp, no new info was provided.